Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer has been as high as 525mg/dl. The customer's most current level was 490mg/dl. The customer states they have conducted set changed. The customer declined to troubleshoot at this time. The customer mentioned they were able to control their rising levels and were sure the highs were not attributed to the pump.